Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent experienced a loss atrioventricular synchrony. The right atrial (ra) lead exhibited increasing thresholds. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.